Event description:
The pt reported she has not used or charged her scs system in several months. The pt stated she has neuropathy and does not feel stimulation; therefore, she is not sure if her system is functional. The pt requested to have her system evaluated. F/u info revealed a st jude medical rep met with the pt and discovered that communication could not be established between the ipg and the charging system; however, communication was able to be established between the ipg and the pt programmer. A replacement charging system and spacer kit was issued to the pt.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in three field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.